Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for evaluation. However, additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the instrument cut but did not coagulate. The surgery was converted to open in order to use sutures to complete the procedure. There was no reported pt injury.